Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed undersensing ¿ as observed in the electrogram ¿ during a ventricular fibrillation (vf) episode on (B)(6) 2016. Also on that date, the threshold measured 2.5 volts. Concomitant medical products: dtba1d4 ICD, implanted: (B)(6) 2016. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead demonstrated rising thresholds and deteriorated sensing one day after implant. A xray was performed and it was discovered that the lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.